Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited inappropriate therapy due to incorrect interpretation of supraventricular tachycardia event signal. No intervention was performed.